Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the sipap plus on a patient, it had low pressure. The customer stated there was no patient harm or injury.